Manufacturer narrative:
We have not received the complaint device for evaluation. However, we were able to observe the reported incident on the picture that was provided to us. We observed the balloon of the lemaitre single lumen catheter had ruptured and more than half of the balloon portion were missing. In the picture, we did not observe any catheter lumen separation or necking. Although the initial report stated that the balloon ruptured during procedure, the follow-up conversation with the contact person at the hospital 'releaved' that the surgeon could not get the balloon past the thrombus. So, we could not conclusively determine how this balloon ruptured. The balloon of the single lumen catheter was used to remove an old thrombus. The patient was previously operated two years before and had a xenosure patch implanted in his groin area. Our IFU properly identifies the risks associated with the use of these embolectomy catheter to its users. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Based on the reported incident, it is likely patient's anatomical features( stenotic anastomosis, old calcified thrombus ) may have contributed to the balloon rupture. There was no injury to the patient as the result of this incident. Surgeon used another embolectomy catheter ( from a different manufacturer ) to remove the thrombus.

Event description:
During thrombectomy of a ptfe graft, surgeon inserted a lemaitre single lumen embolectomy catheter to remove an old thrombus from the patient's femoral artery. However, he found that the balloon had already ruptured. There was no injury to the patient as the result of this incident.